Event description:
The customer reported security errors. The fse confirmed that there was a communication failure error message. This error is likely to result in a system lock up or prevent the system from booting to a usable state. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The footswitch was evaluated and replaced. The system was tested and found to be working as intended and returned to service.